Event description:
Md using arthrex burr during acl procedure and it broke inside joint, causing metal shavings to be distributed throughout cavity. Md removed all foreign bodies with direct visualization. Arthrex rep in room during occurrence. FDA safety report ID# (B)(4).